Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd¿ blunt filter needle with blunt fill tip there was foreign matter on the device. It was stated ¿there are blots of what looks like white paint on random locations along the exterior of the needle, including the tip.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation summary: DHR review: a device history review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batch. No quality notifications were written for this batch, nor for the associated assembly batch. Assembly batch 7237716 had 125 visual inspections performed on (B)(4) parts with zero defects noted. Investigation results: one sample was returned. The fm in question is epoxy splatters on the cannula. Possible root cause: the rack of needles fell against another rack coming in contact with uncured epoxy. A misassembled needle with uncured epoxy came into contact with the needles in question during assembly. Epoxy contaminated the caterpillar belts on the assembly line and transferred to the cannula. Corrective / preventative action: re-trained operators in regards to inspecting for epoxy drip overs and identify epoxy issues modified the line to prevent misassembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. No CAPA will be initiated at this time.